Event description:
It was reported that the patient received one shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and had 11 untreated episodes stored due to oversensing of noise. The patient had fallen while walking up the stairs three days earlier and landed on the front side of their chest. The noise was able to be recreated when the patient moved her arms. The field representative noted they were unable to retrieve the episodes. A magnet reset was successful, but the programmer returned a message indicating the device could not be found. Tones were able to be heard with magnet application. Telemetry was lost during the second attempt to interrogate the s-ICD and retrieve the stored episodes. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transveneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. It was returned severed at 26 cm from the terminal end. Only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the returned section revealed no issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received one shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and had (B)(6) untreated episodes stored due to oversensing of noise. The patient had fallen while walking up the stairs three days earlier and landed on the front side of their chest. The noise was able to be recreated when the patient moved her arms. The field representative noted they were unable to retrieve the episodes. A magnet reset was successful, but the programmer returned a message indicating the device could not be found. Tones were able to be heard with magnet application. Telemetry was lost during the second attempt to interrogate the s-ICD and retrieve the stored episodes. Additional information was received that the s-ICD and electrode were explanted over a year later. They were replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.